Manufacturer narrative:
One cadd legacy pca pump was returned for analysis. Visual inspection performed, and product found in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. The customer's reported problem was confirmed. During investigation the customer reported pump displayed error code 1310. Service's cleared out the error code 1310 from pump. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pca pump exhibited lec 1310. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.